Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of lumbar disc herniation involved in posterior lumbar screw fixation procedure. It was reported that at intra-op, the screwdriver broke in the screw plug when tightening. Product was not implanted. There were no patient symptoms or complications reported as a result of this event. There was no additional treatment or surgery performed as a result of this event. Patient is alive and no injury. On 2021-apr-27, received additional information that screwdriver broke in the screw plug and no fragment left in the patient's body. Damaged screw was not implanted, and it was replaced. There was delay in overall procedure time for 10 minutes.